Event description:
It was reported that the implantable cardioverter defibrillator (ICD) pacing impedance measurement was out-of-range on this right atrial (ra) lead. The out-of-range measurement was unavailable. The stored electrogram (egm) showed a signal artifact monitor (sam) episode due to noise, resulting in the minute ventilation (mv) feature being automatically disabled. The presenting egm also showed atrial tachy response (atr) events with noise. A lead assessment with a programmer was recommended. At this time, the ICD and lead remain in service. No adverse patient effects were reported.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) pacing impedance measurement was out-of-range on this right atrial (ra) lead. The out-of-range measurement was unavailable. The stored electrogram (egm) showed a signal artifact monitor (sam) episode due to noise, resulting in the minute ventilation (mv) feature being automatically disabled. The presenting egm also showed atrial tachy response (atr) events with noise. A lead assessment with a programmer was recommended. At this time, the ICD and lead remain in service. No adverse patient effects were reported. Received additional information the ICD atrial intrinsic amplitude was out-of-range less than 0.5mv (millivolts). The stored right atrial automatic threshold (raat) test showed a single undersensed atrial signal. The sensitivity is programmed at automatic gain control (agc) 0.25mv. This alert will not retrigger until the device is interrogated with a programmer. At this time, the ICD and lead remain in service. No adverse patient effects were reported.